Event description:
The event is reported as: the customer reports that during their incoming inspection they found the package was torn/broken. No patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation.